Manufacturer narrative:
An event of dissection at the access site near the right common femoral artery was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all defined manufacturing specifications. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
Related manufacturer report number: 2135147-2023-03320 it was reported that on (B)(6) 2023, a 23mm navitor valve was chosen for implant using a flexnav delivery system during a transcatheter aortic valve implantation. The aortic annulus perimeter was 64.5mm, the area was 315.4mm^2, and the average diameter was 20.5mm. The route of access was the right femoral artery. There was sufficient calcium present on the native valve. A pre-implant balloon valvuloplasty was performed with a 18mm non-abbott semi-compliant balloon. The navitor valve was implanted without any deployment or retraction difficulties. The implant depth of the valve was 6mm at the non-coronary cusp (ncc) and 6mm at the left coronary cusp (lcc). A mild to moderate perivalvular leak was observed. It was believed that the expansion of the valve was inhibited by the calcification observed in the lcc minor axis direction. A post-implant balloon valvuloplasty was performed with a 18mm non-abbott semi-compliant balloon. The perivalvular leak decreased but was still mildly present. Transesophageal echocardiogram (tee) then confirmed a jet near the navitor valve cusp, and mild aortic regurgitation was confirmed which had not been present at the time of valve placement. The patient remained hemodynamically stable throughout the procedure. After the procedure, contrast-enhanced computed tomography (CT) scan was taken, and a dissection was noted at the access site near the right common femoral artery. The patient was readmitted to the operating room and underwent vascular repair with a cutdown procedure. It was unknown whether the cause of the dissection was due to the flexnav delivery system or the 14f non-abbott sheath, and it was unknown at what stage the dissection occurred. Follow up with transthoracic echocardiogram (tte) was scheduled for the mild aortic regurgitation.

Manufacturer narrative:
Related manufacturer report number: 2135147-2023-03320. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.